Event description:
Inconsistent parameter values and aberrant ventricular were displayed on the printout of the follow-up performed on (B)(6) 2014.

Manufacturer narrative:
Preliminary analysis showed that reported device behavior was within specifications.

Event description:
Inconsistent parameter values and aberrant ventricular were displayed on the printout of the follow-up performed on (B)(6) 2014.

Event description:
Inconsistent parameter values and aberrant ventricular were displayed on the printout of the follow-up performed on (B)(6) 2014.